Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mmx2.25mm and a 10mmx2.00mm wolverine coronary cutting balloon were selected for use. During the procedure, a first inflation, it was noted that the 10mmx2.25mm balloon ruptured at 3atm. Consequently, it was replaced with a smaller size of 10mmx2.00mm, and pressure was applied carefully. However, the balloon ruptured on the second inflation at 6atm. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good post procedure.